Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose and hospitalization from the insulin pump. The customer's blood glucose reading was 540 mg/dl. The customer was in the ICU overnight due to diabetic ketoacidosis for about 2 weeks. The mother stated that her daughter was sick and probably why her blood glucose went up. The mother stated that a follow up was not needed.